Event description:
Upon investigation, manufacturer's domestic evaluations lab found signs of melting and burning present on the inform meter. Electrical contact pins burned, melted plastic of the case around inform meter electrical contact pins. No adverse event reported. The device was returned, replacement sent.

Manufacturer narrative:
.